Event description:
The patient's medical record indicates that a PICC line was placed in july of this year. When removing the PICC line on october 19, 1998, it was noted that the line had separated and only a portion of it was able to be removed. X-ray's indicated that the majority of the PICC line had embolized into the right pulmonary artery. The patient was taken to special procedures and the remaining PICC line was removed without incident. Per the physician, no documented harm was caused to the patient. She was released the same day.